Event description:
Complainant indicated that the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant did not indicate that there was nay patient involvement in the reported malfunction.